Manufacturer narrative:
The battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event could not be confirmed during bench testing; the battery performed as intended at the bench. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. Log files were not available for analysis.  The reported event was not confirmed nor duplicated. Per the instructions for use (IFU): the controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all times. The steps for exchange of batteries and controllers are outlined. At least one power source must be connected at all times. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
A report was received that the fully charged battery would not be recognized when connected to the controller. The controller beeped and displayed "connect power 1". The battery was tested on both power ports of the controller with same result. The patient was seen in the clinic and the ventricular assist device (vad) coordinator confirmed a secure mechanical connection. The battery was subsequently exchanged. The event resulted in user annoyance, however, there were no patient complications reported. No further information has been provided.